Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.  In the initial reports, section b5 was mentioned incorrectly; the correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received the voluntary medwatch (mw5106099). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged they went to the doctor due to asthma, flare-ups sinus infection, bloating, and headache.  The medical intervention was not specified. The following correction has been updated in this report: in the previous report, section b1 was marked product problem incorrectly, which has been corrected to reflect the adverse event and product problem. In the previous report, section b2 was blank, which has been marked to reflect the other serious or important medical events. In the previous report, section h1 was marked malfunction, which has been corrected to reflect serious injury. Section health effect - impact code has been updated to reflect the serious injury.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5104072). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of asthma, sinus infection and headache. There was no report of serious or permanent patient harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to manufacturer.